Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During device follow-up, patient rhythm was slow and the physician wanted to stop the on going threshold test. He reported, he could not stop it, even by removing the programming head from device implantation site. Finally, capture resumed. An explanation about the observed behavior is requested.